Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to infections and a cyst on their pancreas which led to high blood glucose. Their blood glucose at the time of hospitalization was unknown. While in the hospital, the customer had to have a joint removed in their toe due to the infection. They were wearing the insulin pump at the time of the hospitalization. The insulin pump is not being returned for analysis.